Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and enlarged atrium. A mitraclip was implanted without issues. A mitraclip xtw was inserted and advanced to the ventricle. However, difficulties positioning the clip occurred. The clip was brought back in the atrium. In the physician¿s opinion, the positioning issue was due to the steerable guide catheter (sgc). Therefore, the clip delivery system (cds) was brought back into the guide to position correctly. To direct the clip toward the valve, the medial knob was applied. However, the system provided a lateral direction. Troubleshooting was performed, but the same issue continued. The m knob was no longer responding and the it continued to move in the opposite orientation. Therefore, the clip was removed and replaced. Another clip was successfully implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported unintended movement (sleeve steering issues) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.